Manufacturer narrative:
Novocure concurs with the prescribing physician that death is related to progressive glioblastoma. Death is not related to novottf therapy. Death is an expected event in patients with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novottf therapy and chemotherapy arm respectively. This event is being reported to the FDA as per novocure's standard operating procedures which state that any deaths that occur within 24 hours of device use be reported (patient was wearing the device on the day of death).

Event description:
Patient with recurrent glioblastoma/anaplastic oligodendroglioma began novottf therapy on (B)(6) 2012. On (B)(6) 2013, novocure was informed by the patient's spouse that the patient had died that same day. Per the prescribing physician, cause of death was gbm progression. Patient's spouse reported that the patient was wearing the device on the day of death. At the time of this report, devices had not been returned to novocure so logfiles could not be reviewed to confirm last day of device use.